Manufacturer narrative:
Evaluation summary: no information was available to identify the cause. The assumed cause is the breakage of the ccd cable due to the load from repeated use of the endoscope.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported there "no video image" involving pentax medical video naso pharyngo laryngoscope, model vnl11-j10, serial number (B)(4). The event was reported to occur in the operating room during use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 21-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint of "no video image" and documenting the following inspection findings: segment rivot broken/ disconnected, segment crushed, customer complaint not duplicated, trim cap missing, up/ down control knob/ lever plastic cover @ pivot separated, leak at # 3 remote control button cover, hole in # 3 remote control button cover. The device underwent repairs not related to the customer complaint including the following components: o-rings and seals, remote control button(3), angle lever assy, bending rubber, segment steel braid, distal attaching pin, insertion flex tube w/segment. This is the first time pentax medical model vnl11-j10, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service. The endoscope was repaired and approved by final qc on 10-nov-2021 and was delivered to the customer under delivery order (B)(4).